Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to communicate with an electrode belt) has been confirmed. Upon investigation the monitor was unable to undergo incoming functionality testing. The monitor's electrode belt connector was broken free from the monitor enclosure and missing, preventing incoming testing of the monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor was unable to communicate with an electrode belt.